Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was variable. Additionally, the criteria for the right ventricular lead integrity alert were met. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead for over-sensing with noise and varying impedances in two vectors associated with the ring connector and coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event. From (B)(4)- it was reported that the right ventricular (rv) lead exhibited noise and high short interval counts (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.